Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was disassembled to clean the circuit module and main manifold. Then the flow sensors were dried out. The unit was reassembled and returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.